Event description:
Cement did not fully mix after following instructions for use. Cement was stored and handled within recommended conditions until it was used.

Manufacturer narrative:
Expiration date corrected. An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on the three retained samples tested of the reported lot. The results were satisfactory and within specification. No medical records were received or were relevant to the investigation of this event. Device history review review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. No further investigation for this event is possible at this time.

Event description:
Cement did not fully mix after following instructions for use. Cement was stored and handled within recommended conditions until it was used.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device discarded.